Manufacturer narrative:
The mobilediagnost wdr r2/m90 is a mobile x-ray system intended for general radiographic use and utilizes a portable digital flat panel detector. Philips received a complaint regarding a mobilediagnost wdr r2/m90 indicating that the printed circuit board (pcb) charge/discharge board had burned. The device was in clinical use at the time of the event. The field service engineer (fse) visited the site and successfully replicated the reported problem. The old high-tension (ht) controller pcb board was removed and replaced with a new ht controller pcb board. Calibration of the x-ray tube was completed, followed by voltage measurements and test exposures. The device was confirmed to be fully operational and was returned to service. A good faith effort (gfe) was raised to the field service engineer (fse), confirming that the ht controller was damaged and that a burning smell was present. Smoke continued to emit from the system, and it was reported that the radiographer experienced breathing discomfort. The symptoms lasted for approximately 30 seconds, and the user did not report any further breathing difficulty after leaving the room. The radiographer experienced difficulty breathing and dizziness, which lasted approximately 30 seconds. The symptoms resolved immediately after leaving the room, and no medical intervention or evaluation was required. There was no lasting impact. The system emitted smoke for approximately one minute, and the exhaust system was activated to clear the smoke. Based on the additional information received, the radiographer's symptoms were temporary and self-limiting. This event meets the criteria for a minor injury. The supplier, sedecal, has been notified of the issue. Investigation is in progress.

Event description:
It was reported that the printed circuit board (pcb) charge/discharge board was burned. The device was in clinical use at the time of the event.